Manufacturer narrative:
There are no allegations of any failure or malfunction of the nalu system or its components. Infection is a known inherent risk of surgical procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. After the implant procedure, the surgical incision failed to properly heal and remained open. The open wound became infected and the patient was treated for that infection with no sucess. The physician and patient ultimately chose to explant the system on (B)(6) 2022 due to the infection not responding to treatment and the surgical wound failing to heal.